Event description:
Information was received from healthcare provider via manufacturer representative regarding the product used in kyphoplasty and surgical fixation with rods/screw spinal therapy for back pain. Levels implanted was (B)(6). It was reported that the cement had leaked into the patient body at l4 vertebra during procedure but was never symptomatic. This was detected during post-op scan and no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that there is no plan for revision surgery since the patient is asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.